Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated. The device was subsequently explanted due to normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that cross chamber oversensing was observed with this single chamber right atrial (ra) device. Technical services (ts) was consulted and stated that there is no cross chamber blanking parameter for this device due to it is a single chamber device. The physician did not want to adjust the lead sensitivity. To date, no adverse patient effects were reported.